Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the sleep current measurement, active current measurement, and displacement test. The power management tool confirmed power error alarm was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace analysis confirms that the root cause is the non-sleep anomaly software error. No unexpected pump error alarms noted during testing insulin pump was received with scratched case, pillowing keypad overlay, texture damage on keypad overlay, cracked select button keypad overlay, faded end cap address label, damaged display window cover, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer did not recall blood glucose at the time of incident. Troubleshoot was performed. Customer said the internal power source was unable to charge. The pump is operating on the aa battery only. Customer had replaced 6 batteries within 3 days. Customer states the light stopped flashing. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. Customer also reported that the insulin pump had died. Customer did not have back up plan. The insulin pump will be returning for analysis.